Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflations, chest pain, difficulty breathing and exchange. Clarification to d6a implant date: "2018 or 2019". (Year only received).

Event description:
Patient reported "deflation, chest pain, difficulty breathing and exchange." This record is for the right side. The device remains implanted.